Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the lp could not be positioned properly across the tricuspid valve due to anatomical issue. When the device was retracted, the helix appeared to have stretched. The lp was removed and replaced during the same procedure on (B)(6) 2025. There were no patient consequences, and the patient was discharged.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.